Event description:
This file is being reported based on the FDA MDR malfunction precedence "stent kinked/ bent" this file was previously reported under the rpn zebd-7-12, however additional information ha been received to confirm the rpn related to this file is zebd-7-10. The user inserted a wire guide into the pig tail of the stent (it's unknown how far the wire guide was inserted), and then straightened the pigtail with the straightener, and then the stent kinkied easily. He replaced it with another stent to complete the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: 3005580113. The device was not returned therefore a document based review was performed. Documents review including IFU review: prior to distribution all zimmon bilary stent set zebd-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also the user is instructed by the instructions for use, ifu0045-6 ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: the failure of ¿kinked¿ was concluded from the available information. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the kink occurring while being straightened while being passed over wire guide. A precaution included in instructions for use, ifu0045-6 states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." Summary: customer complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "stent kinked/ bent." The user inserted a wire guide into the pig tail of the stent (it's unknown how far the wire guide was inserted), and then straightened the pigtail with the straightener, and then the stent kinked easily. He replaced it with another stent to complete the procedure.